Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cpsa c9 device was inserted into the left femoral artery in a 85-year-old male patient with a past medical history of coronary artery disease. The impella was inserted for ventricular support during a protected percutaneous intervention (pci) of the left anterior descending artery (lad), left main (lm), and left circumflex arteries. Post-procedure, there was a high activated time (act), so a decision was made to leave the impella in place. After one hour in the intensive care unit (ICU), an access site hematoma was noted. No bleeding noted outside the sheath. The patient was noted to be hemodynamically, so the pump was removed. Manual compression was applied. The post-procedure outcome is survived at explant. The impella is being reported due to the early device removal; however, the removal was performed with no clinical consequence to the patient.